Manufacturer narrative:
It was reported that one of the subjects in conformis's itotal cr post-market clinical follow-up (pmcf) study has reported a revision. The reason for revision is due to tibial loosening. The patient revised to a zimmer persona revision system. Original surgery date was (B)(6) 2014. Revision surgery date is (B)(6) 2022. The device history record was reviewed and the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that one of the subjects in conformis's total cr post-market clinical follow-up (pmcf) study has reported a revision. The reason for revision is due to tibial loosening. The patient revised to a zimmer persona revision system. Original surgery date was (B)(6) 2014. Revision surgery date is (B)(6) 2022.